Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received the no delivery alarm on the insulin pump. The customer's blood glucose was 300 mg/dl. Troubleshooting was done. The customer changed the infusion set, but the alarm persisted. The customer confirmed that the alarm occurred when attempting to bolus. Assisted customer in performing a 5 unit fixed prime, and the customer stated that insulin did exit. Advised customer remove the infusion set and examine the cannula. The customer stated that the cannula was bent. Explained that the insertion site may have been occluded. Advised to change the entire infusion set. Advised customer to revert to a back-up plan. Advised that a replacement insulin pump and supplies would be sent. Nothing further reported.